Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that after retrieving gall bladder in bag, pulled the suture material of the pro46 to close and "metal hoop" snapped. There seemed to be quite some resistance when trying to pull on suture material. The broken piece of metal then had to be retrieved with grasping forcep.